Manufacturer narrative:
Device evaluation summary: upon receipt, the device contained discolored gel. During evaluation of the sample it appeared intact. Leak testing was performed in accordance with mentor procedures and no leak sites were detected. No additional anomalies were observed. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. The reported complaint was confirmed. No further investigation will be conducted on this complaint as there are no indication that the issue found is related to the manufacturing process. Reason for device explant and/or reoperation: material discolored. Manufacturer¿s reference number: (B)(4). This report contains supplemental information for mentor psr reference number (B)(4). This device report is being submitted late as a result of the exemption transition period following the revocation of mentor¿s psr exemption #e2007003.

Event description:
It was reported that a (B)(6) patient who underwent primary breast reconstruction with a mentor memorygel breast implant 700cc on (B)(6) 2017 developed left side baker grade IV capsular contracture and small area of fat necrosis adjacent to capsule. The patient underwent left total capsulectomy and implant exchange with a mentor memorygel breast implant 700 cc, catalog number 3507001bc, serial number (B)(4) on (B)(6) 2019. Upon explantation, it was noted that the left breast implant had a cloudy appearance inside the implant. This report contains supplemental information for mentor psr reference number (B)(4).